Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from (B)(6) of encapsulating peritoneal sclerosis (eps) in a patient subsequent to extraneal and dianeal peritoneal dialysis (pd) therapy. On an unreported date, the patient began therapy with 5 liters of 1.36% and 2.27% fluid over 7 hours, with a last fill of 2l extraneal. She had a high transporter membrane ultrafiltration of 300-400 ml. On (B)(6) 2011, the patient was admitted to the hospital with complaints of diarrhea, diffuse abdominal pain, occasional vomiting and fever for three days. Physical examination at admission revealed an alert patient in discomfort. The patient looked dehydrated but her respiratory and cardiovascular examination was normal. Her abdomen was doughy and diffusely tender and epigastric guarding was present. A small uncomplicated paraumbilical hernia was noted as the patient refused surgical intervention for the hernia in the past. The exit site showed crustations, which had been present for the past month. A routine swab taken from the exit site during her follow up visits to the pd clinic was negative. Pd peritonitis was diagnosed. She was shifted to continuous ambulatory peritoneal dialysis therapy (capd). Intraperitoneal (ip) cefazolin 1 g and ceftazidime 1 g as per protocol were administered in a single cycle. The patient's symptoms showed mild improvement over the next few days. The patient did not agree for catheter removal and temporary shift to hemodialysis in view of uncomplicated course of pd during the last four years. Therefore, antibiotics were changed to ip vancomycin and gentamicin ten days after admission. Three weeks after admission, the patient complained of tenderness over the paraumbilical region, which ruptured spontaneously and drained pus. On (B)(6) 2011, the abscess was drained and necrotic tissue was debrided. The wound was drained by vacuum suction. The pd catheter was removed and the patient shifted to hemodialysis. She was started on total parenteral nutrition (tpn). All antibiotics were stopped. The patient was started on intravenous (IV) ami-kacin and IV ciprofloxacin twice daily. Peripheral blood analysis did not show leukocytosis after three days of parenteral treatment. The vacuum suction continued to drain large volumes of straw-colored fluid. Suspicion of fistulous tracts between the abdominal wall and bowel or peritoneal cavity was high. An ultrasound and computed tomography (CT) scan of the abdomen with double contrast was done and revealed a large abdominal wall defect at the umbilicus region with no communication with the peritoneal cavity. There were no fistulous tracts with bowel loops. The bowel loops were edematous and cocooned, making sclerosing peritonitis a real possibility. There were multiple fluid/abscess collections between bowel loops, and the bowel loops were tethered to the anterior abdominal wall. The patient continued tpn and hemodialysis. Tamoxifen 20 mg twice daily and prednisolone 40 mg once daily were added, in addition to parenteral antibiotics. During her follow up at the dialysis clinic, the patient showed clinical improvements, however, the abdominal defect continued to drain mild fluid. Five weeks later, steroids and tamoxifen were stopped due to reactivation of her hcv and deterioration of liver function tests. Follow up CT scan of the abdomen did not show any improvement. The patient developed decompensated liver disease and multiple organ failure and died ((B)(6) 2011). Concomitant medication was not reported. An opinion of causality was not provided for this report. Follow-up information (14jul2012) information was received from our affiliate in (B)(4). Suspect product details were added. On an unreported date, the patient was on 5 liters of dianeal pd4 glucose 1.36% and dianeal pd4 glucose 2.27% fluid over 7 hours, with a last fill of 2l extraneal, icodextrin 7.5%.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no device malfunction or use error is not confirmed because disposable set was not returned to baxter, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the contamination that resulted in peritonitis. Therefore, the complaint is not confirmed and the assignable cause is not determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.